Manufacturer narrative:
It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # (B)(4) for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the had 3 falls in the last 2 weeks that could be related to the issue.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that since being implanted they were having trouble getting coupling, and stated that it took 3-4 tries to get a good signal. The patient also reported having a difficult time using the shoulder holster, and reported they hold it in their hands. The patient also reported that about 2 weeks ago, the ins charge level was not progressing past 75%, and that it was taking a long time to recharge. The patient reported recharging for 8-12 hours and the ins never showed 100%. The patient reported that they used a sandbag instead of the shoulder holster at the healthcare provider's office and they thought it would be great if they could have one to help them recharge at home. The patient reported that both of their rechargers were doing the same thing in regards to not charging the ins's past 75%. The patient reported they have an appointment scheduled with the hcp on (B)(6). The patient also suggested that using the recharger could be easier if it would show a percentage on it rather than a bar graph. No patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: the initial information provided indicated that ins serial #: (B)(6) was a concomitant product; however, ins nkg715923h is the replacement device for nkg712971h and is therefore not a concomitant product. H6: device codes: c62819, c63280, and c63088 no longer apply. Additional review identified that only codes c63026 and c63271 apply based on the reported information involving this ins. Information involving patient falls is not applicable to this event as this ins was not implanted at the time of the reported falls. This ins (serial: (B)(6) was explanted (explant date: unknown) due to infection, see manufacturer's report #3004209178-2016-10957, and replaced with nkg715923h on 2016-05-10. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.